Event description:
During the index procedure the patient had one endeavor sprint drug-eluting stent implanted in the pav. It was reported that approximately 11 months post the index procedure, the patient died due to pulmonary edema. Death was confirmed by the clinical events committee to be a cardiac death. The investigation has indicated that the event was not related to the study device.

Manufacturer narrative:
Evaluation, results and conclusion: inherent risk of procedure - (death, pulmonary edema). (B)(4).